Event description:
On (B)(6) 2012, add'l info was reported by the distributor: "the part was found to be detached after a laparoscopic pancreaticoduodenectomy" procedure performed on (B)(6) 2012. "The doctor took an x-ray. However, the part was not found on the x-ray. There was no reported pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.